Event description:
I used today's date, but this problem began at the end of 2016. The contact lens manufacturer switched factories. Immediately, the new lenses caused swelling and pain. A strange substance (like plastic) seemed to rub-off the lens onto my eyelid (I use them only in one eye). I had used the same brand/manufacturer for 4 years without incident prior to the change.